Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device gave an internal clicking noise.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transistor on the motor driver board. The customer declined repair of the device, therefore the device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.